Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse had an arctic sun device was alerting low flow and air leak while mom was holding baby. Mss explained positioning affects flow rate especially with neonatal pad. There would be a lower flow rate since there was less surface area. It would normally be best to hold baby once they reached target temperature as flow rate effects the heater. If flow rate dropped to 0.5 l/m or lower the heater would shut off. Mss discussed line positioning and device was working well at the moment, flow rate was 1.2 l/m.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿use of punctured pads or pad lines¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that nurse had an arctic sun device was alerting low flow and air leak while mom was holding baby. Mss explained positioning affects flow rate especially with neonatal pad. There would be a lower flow rate since there was less surface area. It would normally be best to hold baby once they reached target temperature as flow rate effects the heater. If flow rate dropped to 0.5 l/m or lower the heater would shut off. Mss discussed line positioning and device was working well at the moment, flow rate was 1.2 l/m.

Event description:
It was reported that nurse had an arctic sun device was alerting low flow and air leak while mom was holding baby. Mss explained positioning affects flow rate especially with neonatal pad. There would be a lower flow rate since there was less surface area. It would normally be best to hold baby once they reached target temperature as flow rate effects the heater. If flow rate dropped to 0.5 l/m or lower the heater would shut off. Mss discussed line positioning and device was working well at the moment, flow rate was 1.2 l/m.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.